Event description:
It was reported that the patient presented in clinic with high atrial capture threshold and experiencing discomfort due to phrenic nerve stimulation. X-ray was performed and confirmed that the right atrial (ra) lead had dislodged. During the lead revision procedure, the helix of the ra lead would not extend easily. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.